Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37602,serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for movement disorders reported that the patients inss were not lasting. The right ins depleted too soon, in less than two years. The rapid depletion was noticed on (B)(6) when the ins was at 2.79v. The patient checked the voltage every week and on (B)(6), the ins was at 2.70v. The patient had an appointment on (B)(6) and their ins was replaced on (B)(6). The first inss lasted for at least five years. The patient¿s settings were reportedly not too high, had not been changed since implant, and are always on. It was noted that the left ins would need to be replaced soon, ¿maybe in the (B)(6),¿ per the neurologist. It was stated that it is not good for the patient to go through these procedures so close together and go through anesthesia ¿which will destroy him further.¿ the physician reportedly never gave an answer as to whether or not the inss had depleted abnormally. No medical symptoms were reported. No further complications are anticipated.